Event description:
The patient reported elevated blood glucose readings today ranging from 192 to 539 mg/dl. She stated she has never had a normal blood glucose range and her blood sugar level has never been under control. The patient stated that when she received the 539 mg/dl reading, she saw air bubbles at the luer lock area of her insulin infusion set. She stated that when she put the infusion set together on sunday it had a rough area around the luer lock. She stated this has happened several times. She stated she treated her blood glucose by bolusing through her insulin infusion device. Troubleshooting did not find any issues with the product. Patient was advised to change her infusion set and was assisted in priming the new infusion set. The patient confirmed there were no air bubbles in new set. On follow up, the patient stated her blood glucose levels have returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned to evaluation.